Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the device closed and would not open. Another device was used to finish the procedure. No pt injury was reported.